Manufacturer narrative:
Analysis of the lead revealed that conductor #3 broken under contact #3 just below the weld. The lead was received with the stylet inserted and circuits #1 and #2 were intermittently shorted. The circuits #1 and #2 were still shorted with the stylet removed. When measured at the proximal end, impedances between circuits #1 and #2 can vary from 1 ohms to open when the lead was lightly flexed at the #2 contact. The x-ray picture indicated conductor cross-over under the #2. Product ID: neu_stylet_acc, lot# unknown, product type: accessory.

Event description:
A company representative reported that intra-operation impedance test showed open circuit on the contact #3 and a short circuit on the ½ pairing. The impedance read 40000 ohms on all pairing with the contact 3 and 9 ohms on the contact 1,2. It was indicated that lead was fresh from the box. The lead was withdrawn and another lead was placed. The issue was resolved at time of the report. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.